Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, anterior knee pain on stairs. Right. Poly was removed and replaced with a 14mm, 41 patella was implanted. Components not revised: ktccnp40 advance tib base size 4, lot # 025186877. Kftcnp47 advance femur size 4 right, lot # 025161232.